Manufacturer narrative:
No product was returned for evaluation. DHR investigation was performed and no issues were noted with the lot, all product requirements were met prior to lot release. Retain samples of lot 18020511x were visually inspected for needle defects. All retain samples passed visual needle inspection. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA. -(B)(4).

Event description:
According to the reporter, while suturing the perineal skin during a simpsons forceps delivery and repair of episiotomy, the surgeon passed the needle back and the reporter noticed the tip of it was missing.